Event description:
It was reported that (1) 511d was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon reported that the 511sd trocar did not arm or engage properly. The rep reported that the case was completed with a third trocar uneventfully. There was no consequence to the pt.